Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl, at the time of incidence. Customer was treated with manual injection. Customer discontinue the troubleshooting and declined to troubleshoot for high blood glucose level. Customer reported that they were using auto mode. The insulin pump will not be returned for analysis.